Manufacturer narrative:
Other relevant device(s) are: model: 9731203. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the site was unable to use the axiem. A red ¿x¿ was found on the emitter symbol while in registration. The emitter was also not making a noise. The emitter connection was reseated, and the system became unresponsive which is reported in a different case. After the system was restarted, the issue was resolved. There was less then an hour delay to the procedure and no reported impact on the patient's outcome due to this event.